Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) device exhibited premature battery depletion. The device was explanted and replaced. It was noted that the right ventricular (rv) lead had chronic high thresholds and the left ventricular (lv) lead also exhibited high thresholds. The lv lead had only one viable vector configuration. It was reported that both the rv and lv leads developed exit block over the years. The rv and lv leads are still in use based on decision made by the physician and patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6943-65 lead implanted (B)(6) 2001 439878 lead implanted (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d10 continuation of d10: 6943-65 lead implanted: (B)(6) 2001 439878 lead implanted: (B)(6) 2019 559445 lead implanted: (B)(6) 2010. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.